Event description:
Upon a regular ICD f/u performed on (B)(6) 2012, rv coil and svc coil continuity tests failed. The non-sorin lead had been implanted on (B)(6) 2010. Preliminary analysis revealed that telemetry errors are most probably at the origin of the failure to perform continuity measurements. Only one continuity test attempt was performed per coil. No issue observed other than that.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.